Event description:
Pt has been using the medtronic minimed paradigm pump for 3 years now. The last two times they have called to place their order for reservoirs and infusion sets, the computers have been down as well as rptr has not received their product for 2 weeks, instead of 3-5 days. This delay makes it impossible to use the pump without the proper equipment. This delay has been caused by a computer issue which makes it hard for them to see pt's written dr letter, per insurance to expedite the process. In feb on a saturday pt's pump completely cleared out of all memory. They called medtronic minimed and they told pt they would send out a new pump that pt should receive on monday. Pt did not receive any pump and they called on tuesday to discover that they had not sent anything out because they did not have the color requested, therefore they should have called. Pt finally received the new pump on thursday.